Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Posterior leaflet was "extremely" degenerated and prolapsed. First clip implanted was successful; however, due to the prolapse and long leaflets, the clip had slight movement. A second mitraclip was decided to be implanted close to the first clip to eliminate the movement and stabilize the leaflets. While closing the clip arms with this second mitraclip, the posterior leaflet slipped out. Damage to the leaflet was observed and mr increased. Placement at this position was not possible anymore so the clip was positioned further lateral where it was implanted successfully, reducing mr to grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure and tissue injury are related to patient condition (posterior leaflet extremely degenerated and prolapsed, leaflet damaged during positioning attempts). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.